Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, the device delivered inappropriate therapy for a misclassified episode of supraventricular tachycardia (svt). Patient was brought in clinic, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.